Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of down stream occlusion alarms was reproduced. The evaluator found the device did not auto-restart when the downstream occlusion was released. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no - (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion alarms during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.